Event description:
It was reported that the system displayed a collimator potentiometer error message. This issue resulted in a non-recoverable loss of functionality. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator communication node was re-established and calibration files were reinstalled. The system was tested and found to be working as intended and returned to service.